Event description:
It was reported via medwatch that a male patient was scheduled for spine surgery and needed a peripherally inserted central catheter (PICC) line. The PICC line placement procedure was explained to the patient and consent obtained. A 5 fr dilator was placed, followed by advancement of the spring wire guide (swg). The dilator was removed and a 5fr double lumen PICC line was inserted. The PICC line could not advance to the same level and was attempted to be withdrawn. Resistance was felt and the site was imaged using fluoroscopy, which showed the swg coiled and stuck in the mid-right arm. The PICC line was removed however, the swg had resistance. In attempting to remove the coiled swg, the swg broke and remained stuck in the patients' right arm. The patient was taken to surgery to retrieve the swg post spine surgery, but the attempt was unsuccessful. Additional information was received on (B)(6) 2010, from the risk manager which stated that originally a vascular surgeon consulted with the patient, but did not attempt to surgically remove the retained piece. The risk manager confirmed with an attending orthopedic surgeon who was performing the surgery on the patient that no attempt has been done to retrieve the piece. There has been no problems and harm to the patient. The piece will not be removed. The patient was scheduled for a spine surgery and needed a PICC line. The PICC line placement procedure was explained to the patient and consent obtained. A 5 french dilator was placed, followed by the advancement of the guidewire. The dilator was removed and a 5 french double lumen pic line inserted. The PICC line could not advance to the same level. The PICC line was attempted to be withdrawn, resistance was felt, and the site was imaged using fluoroscopy which showed the guidewire coiled and stuck in the mid-right arm. The PICC line was removed however the guidewire had resistance. In attempting to remove the coiled guidewire, the wire broke and remained stuck in the patient's right arm. The patient was taken to surgery to retrieve the wire, post spine surgery, but the attempt was unsuccessful.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.